Manufacturer narrative:
Citation: bajwa t. Transcatheter aortic valve replacement with a 34-mm repositionable self-expanding bioprosthesis. Journal of the american college of cardiology volume 70, issue 18 supplement, october doi: 10.1016/j.jacc.2017.09.1146 earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement with a 34-mm repositionable self-expanding bioprosthesis. All data were collected from multiple centers between june 2016 and october 2016. The study population included 60 patients (predominantly male; mean age 82 years), all of whom were implanted with medtronic evolut r 34 mm device. The serial numbers were not provided. Among all patients adverse events included: stroke, major vascular complications, life-threatening bleeding, permanent pacemaker implantation, repositioning of valve, and moderate paravalvular leak (pvl). Based on the available information, these events may be attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.